Manufacturer narrative:
Reference MFR report #: 2937094-2013-00959.

Event description:
It was reported that the fiber cap detached; unk if inside the pt. The fiber was replaced and the case was continued with a second fiber. It was reported that the second fiber cap detached; unk if inside the pt. The procedure was continued with a third fiber. The outcome was reported as "no injury to the pt". This report is for the second fiber.